Event description:
It was reported that the patient expired in 2007, due to an unknown reason. Follow up with the surgeon's indicated that the patient expired; however, the specific reason for the patient's demise was not indicated. Reportedly, it is unknown if the device is available for return, as no other details were provided.

Manufacturer narrative:
Device not returned.